Event description:
The clinician stated that air was seen coming from the venous line. Air was detected by the apc bubble sensor and the pump stopped. The oxygenator was emptied, resulting in air to the patient. There was no electrical clamp or bubble sensor on the arterial line. The patient was moved to a compression chamber. To date, the patient status is stable. The clinician stated that it was too difficult to manage the apc module in an emergency situation.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apc control module. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The clinician stated that air was seen coming from the venous line. Air was detected by the apc bubble sensor and the pump stopped. The oxygenator was emptied, resulting in air being delivered to the patient. There was no electrical clamp or bubble sensor on the arterial line. Sorin group (B)(4) responded that the user did not use the clamp and bubble sensor as recommended by the instructions for use. They stated that this incident was user error and not a malfunction of the apc control module. No further action is deemed necessary. The synergy instructions for use state that "the use of a stockert electric remote clamp (erc) and a bubble sensor with synergy is highly recommended".